Event description:
The report from the field indicated that during the index procedure, the cypher stent was unable to be maneuvered past the distal left main coronary artery (lmca) to the proximal left anterior descending (lad) lesion. While attempting to withdraw the stent/stent delivery system (sds), the stent dislodged from the sds into the pt's distal lmca. Attempts to retrieve and/or deploy the stent were unsuccessful. During the intervention to retrieve the stent, the pt experienced an acute dissection resulting eventually in a no-flow phenomenon to the left coronary artery system, acute myocardial infarction (ami), cardiogenic shock, and death. The product was inspected prior to use and appeared to be "normal" when removed from the packaging. The stent delivery system (sds) was examined and functionality verified. The product was reported to have been prepped in the usual manner with 5 cc of hypaque in a 10 cc syringe.